Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located two similar complaint(s) with the same failure mode for this serial number. Work order (B)(4) - temperature incorrect. Work order (B)(4)- smart remote temperature is out of range. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of temperature out of range was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the smart remote manager temperature was below range. So, the fse powered off medstation, then replaced controller board and temperature probe and waited until temperature was in range and hardware test application passed. Pharmacy tech completed inventory of medication in refrigerator with no issues observed. During dchu visual inspection: pn 136355-01: the unit exhibited signs of thermal damage along the cable, including multiple bends. Pn 119651-11: the unit was received with visible signs of physical damage, specifically a broken component (q5). No evidence of fluid ingress or other anomalies was observed. During dchu testing: pn 136355-01: no further testing was required due to evidence of thermal damage observed along the cable. Pn 119651-11: no further testing was required due to evidence of physical damage, specifically a broken q5 component on the pcba srm pyxibus v1.03 no flexbar. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue temperature out of range was due to the damage of the assy srm buffered temp probe (pn 136355-01) which had bends and signs of thermal damage along the cable. This condition compromised signal integrity, causing the smart remote manager to interpret the temperature readings as out of range. Additionally, the root cause of the reported issue with the pcba srm pyxibus v1.03 no flexbar was due to evidence of physical damage, specifically a broken q5 component.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the temperature was out of range. As per part investigation, it was determined that assy srm buffered temp probe had bends and signs of thermal damage along the cable. There were no adverse events or injuries reported based on this event.